Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that back flow occurred during use with a bd vacutainer® 9nc 0.109m btc blood collection tubes. The following information was provided by the initial reporter, "when I hit the blood test tubes, the blood goes back into the vein."

Event description:
It was reported that back flow occurred during use with a bd vacutainer® 9nc 0.109m btc blood collection tubes. The following information was provided by the initial reporter, "when I hit the blood test tubes, the blood goes back into the vein."

Manufacturer narrative:
H.6. Investigation summary: the bd vacutainer® evacuated blood collection system instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions. Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.